Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning well. The representative did the water cup test through troubleshooting and suggested wick placement. Per follow up on (B)(6) 2021, the customer stated that the device was working properly. It was also stated that the patient got a urinary tract infection and was prescribed antibiotics. The patient had a wick positioned wrong, but now knows the wick placement better.

Manufacturer narrative:
The reported issue was confirmed as use related issue, as per the reported event and instructions for use. A potential root cause for this failure could be due to ¿user attention failure, places device without adequate access to labia¿. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. "Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter" h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was not suctioning well. The representative did the water cup test through troubleshooting and suggested wick placement. Per follow up on (B)(6) 2021, the customer stated that the device was working properly. It was also stated that the patient got a urinary tract infection and was prescribed antibiotics. The patient had the wick positioned wrong, but now knows the wick placement better.